Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad cover was undamaged. No tactile issue was observed with any of the buttons. Removal of the keypad cover did not find any anomalies with the button contacts. The reported button tactile issue was not duplicated in the investigation. Unrelated to the reported button issue, it was observed that the verify screen was dim and discolored.